Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during cardioversion therapy, the lead was diagnostically imaged. The physician suspected externalized conductors. Based on the review of the (x-ray/ fluoro/cine) views provided to st. Jude medical, the conductors do not appear to be externalized. The lead will be monitored.